Event description:
During a laparoscopic procedure, the tip of an optical trocar detached from the device in the subcutaneous tissue of the patient. Palpation and a CT scan were used in unsuccessful attempts at retrieving the tip. The patient has reported no adverse reactions. The device was not returned to vanguard medical concepts for evaluation. No proper analysis could be performed to confirm the report.

Manufacturer narrative:
Reports from operating room staff to manufacturer's rep indicate that user error may have contributed to this event. Investigation into a similar report showed that the tip protectors applied to the device prior to shipment were shown to be difficult to remove in the field. End users who grasped the tip protector with excess force may have compromised the adhesive bond between optical tip and the shaft of the trocar. New protocols call for a roomier tip that facilitates easy removal at the user site.